Event description:
As reported by an edwards canada affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the esheath would not advance to the aorta, so the proximal iliac was ballooned, and the team attempted to advance the esheath again. However, the esheath would not reach the aorta. The esheath was removed. The team attempted to balloon again, and a new esheath was advanced to the aorta. The new esheath could not be advanced more than 2-3 cm past the iliac bifurcation of the aorta due to heavy calcium. At this time, an extra stiff wire was used as a portion of the esheath remained out of the patient's body. Upon insertion of the delivery system and valve into the 2nd esheath, the valve became stuck in this expandable portion of the esheath (outside the body). The esheath and delivery system were removed together as a unit. A third system was used, and the valve was successfully deployed. There was no injury to the patient. Images of the device (2nd esheath) was received, and a liner strand on the esheath was observed.

Manufacturer narrative:
Upon further investigation of this reported event, it was discovered that this event was initially reported under manufacturing report number 2015691-2022-08787 in error. The aware date in this medwatch report reflects the date that this error was observed. A supplemental report has been submitted to retract manufacturing report number 2015691-2022-08787, and the reported event will be captured under this medwatch. The device was not returned to edwards lifesciences for evaluation, however, a review of provided device-related photos was performed, and the following was observed regarding the 2nd esheath used in the case: the esheath appears to have expanded as designed, distal of strain relief. The esheath liner was torn, and a liner strand was present. The sheath shaft was damaged and was flap-like. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed, and revealed no other complaints relating to the reported event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for inability to advance the delivery system through esheath, esheath damaged, esheath liner torn, and esheath liner strand were confirmed through evaluation of provided imagery. However, without the returned device, a manufacturing non-conformance could not be identified. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Furthermore, there was no report of any issues with the esheath during device unpacking or preparation. As reported, 'the esheath could not be advanced more than 2-3 cm past the iliac bifurcation of the aorta because of heavy calcium. For this reason, a section of the expandable portion of the esheath remained outside the body. At this time, the amplatz extra stiff wire was replaced with a stiffer opsense wire. When the delivery system was being advanced through the esheath, the expandable portion outside the body buckled and the valve became stuck in this expandable portion of the esheath outside the body'. Per evaluation of the provided photos, the esheath liner was torn and the shaft was damaged. There was also presence of a sheath liner strand. Additionally, it was suspected that the perceived root cause was 'the wire which the esheath was inserted over was not stiff enough'. Per the training manual, 'ensure the sheath tip is inserted past the aortic bifurcation (above the renal arteries)' and 'use stiff wire (for peripheral access only) in case of peripheral tortuosity'. A stiff guidewire can aid in esheath insertion to overcome patient vessel characteristics. Incomplete sheath insertion can lead to inadequate support of the esheath shaft during delivery system advancement. This can lead to the crimped valve to catch onto the esheath liner and shaft and damage it. Furthermore, if the devices were excessively manipulated to overcome the experienced resistance, the liner and shaft damages may have further been exasperated. As such, available information suggests that procedural factors (guidewire choice, valve caught on sheath/liner, excessive manipulation) and a use error (incomplete sheath insertion) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.